Manufacturer narrative:
Additional information: h6 and h11: h11: the actual device was not available; however, the machine was evaluated on-site by a vantive qualified technician. A device history review revealed no issues that could have caused or contributed to the reported issue. The fluid pathway and error codes were checked and no issues were observed. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high ultrafiltration event occurred during hemodialysis therapy with an ak 96 machine. There was a "gain 0.7l compared with weight measuring before treatment". There was no report of patient injury or medical intervention associated with this event. No additional information is available.